Event description:
It was reported that suture was used during a surgical procedure on (B)(6) 2009. During the procedure, the suture broke. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00379. The same pt is represented in each medwatch.